Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that they cannot get the medicine below the filter to infuse could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported three gem v/nv 20dp ckv 2ss 0.2mf low sorbing had flow issues. The following information was provided by the initial reporter: "we are using the alaris pump infusion set with a 0.2 micron filter for a gravity infusion. We cannot get the medicine below the filter to infuse for some reason. We have been very careful to prime correctly according to the directions and keep the filter from inverting and at the patients level of IV site or below. It does perfectly till it gets to that part of the tubing then it stops completely. This has happened 3 times so far."